Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed system error 345. It was also reported there was no patient injury.

Manufacturer narrative:
The device evaluation was completed for the reported event of system error 345. A device history review revealed no issues that could have caused or contributed to the reported issue. Visual inspection was performed and no issues were noted. The reported condition was verified. The device was found out of specification in relation to the reported system error 345, which was not reproduced. System error 345 was verified through a review of the event history log and found to be caused by a failed downstream sensor. The failed downstream sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted. .